Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-15047, -15048. It was reported the patient stated her stimulation was "annoying". X-rays were taken and a lead fracture was observed. Surgical intervention may be taken at a later date to address this issue. The patient has 2 scs systems implanted. It is unknown which lead is fractured; therefore all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.